Event description:
It was reported to philips that the system was not switching on. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on. Upon functional testing, the fse found the host os disk not booting up. To resolve the reported issue, the fse reset the disk from the disk bay and rebooted. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.